Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances within normal limits. The technical services (ts) recommended and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, for six months there has been a decrease in the rv lead pacing impedance and an increase in the auto pace threshold. The shock impedance has also increased over this period to high out of range measurements. No noise was recorded in any of the stored events. The ts requested information regarding a change in the patient's clinical condition or medication in recent months and provided troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.